Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was found to be returned with a non stryker catheter that had a break/cut to the shaft. The stent was seen to be deployed within the proximal of the catheter shaft, just beyond the catheter hub. The stent delivery wire (sdw) was seen to be kinked and deformed, the introducer sheath distal tip was seen to be damaged and the stent was seen to be deformed. Functional inspection was not carried out as the stent was returned deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to transfer could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was analyzed. The device was returned for analysis with a fractured non stryker catheter. The stent was found to be deployed within the proximal of the catheter shaft, it was removed from the catheter and was found to be deformed. The sdw was returned and found to be kinked and deformed. The introducer sheath was returned and it was found that the distal tip was damaged. Its likely when the reported resistance was felt while attempting to transfer the device manipulation of the device would have caused the damage noted and the subsequent premature deployment. Additional information received was the device was prepared as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The analyzed event of the stent difficult/unable to transfer, as well as the as reported event of the stent deployed prematurely during use, stent deformed, sdw kinked/bent, sdw deformed and stent introducer sheath damaged will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
The stent (subject device) was returned for analysis and it was discovered that the subject stent prematurely deployed during use. No clinical consequences were reported to the patient due to this event.